Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a pipe on the chiller freeze over when running and then thaw out when the device was tuned off for a while. It was determined that the mixing pump failed leaving the chiller tank empty when filled. Parts and price provided. They would replaced the mixing pump in house.

Event description:
It was reported that the arctic sun device had a pipe on the chiller freeze over when running and then thaw out when the device was tuned off for a while. It was determined that the mixing pump failed leaving the chiller tank empty when filled. Parts and price provided. They would replaced the mixing pump in house.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.